Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During burring, dr. (B)(6) paused to adjust the mako pka irrigation clip, and at that time the wire broke through the top of the small black clip. The black clip remained connected to the long attachment. Dr. (B)(6) continued with the procedure while holding the wire in the direction of desired flow. Pka case.

Event description:
During burring, dr. (B)(6) paused to adjust the mako pka irrigation clip, and at that time the wire broke through the top of the small black clip. The black clip remained connected to the long attachment. Dr. Bradley continued with the procedure while holding the wire in the direction of desired flow. Pka case.

Manufacturer narrative:
Reported issue it was reported that the irrigation clip broke. Product history review it was determined that there is inadequate information to conduct a product history review for this device. Reference nc 1747567 for further information. Complaint history review a review of complaints related to p/n 111690, lot 176364 shows no additional complaint(s) related to the failure in this investigation. Visual inspection visual inspection could not be performed because the product was unavailable. Dimensional inspection dimensional inspection could not be performed because the product was unavailable. Material analysis material analysis could not be performed because the product was unavailable. Functional inspection functional inspection could not be performed because the product was unavailable. Conclusion it was reported that the irrigation clip broke. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened.